Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, the safety shield detaches when screwing on one use holder. Twenty devices were affected. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one photo was provided for investigation. The photo shows the device packaging but does not show the reported defect. Additionally, (B)(4)retention samples from bd inventory were subjected to a visual functional test for proper activation and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd is unable to confirm the customer¿s reported failure mode of defective locking mechanism (dlm). Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.